Event description:
It was reported that stent damage occurred requiring additional intervention. The patient presented with coronary artery disease (cad). The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left anterior descending artery (lad). A 24 x 3.50 promus elite drug-eluting stent (des) was then deployed in lad. However, upon post dilatation, a significant resistance was felt; and the stent struts appeared to be deformed and compressed. The physician used another des to cover the deformed stent and the missed plaque, and the procedure was completed. No patient complications were reported.